Manufacturer narrative:
Prior to use in the patient, the orbit rdfl complex mini coil ((B)(4)) stretched. The coil did not go into the patient. The hospital accumulated the product without reporting and there is no further information available regarding the event. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Embolic coil was stretched and tangled with the rest of the device. The stretched condition began at proximal end of the coil; it was still attached to the gripper which presented no damages. Clot was noted inside of introducer that was separated from the rest of the device. The hypotube presented a kink near to the junction with the support coil. Support coil presented no damages. No other damages were noted in the device. Microscopic analysis was performed and the gripper presented no damages while kinks were noted in the embolic coil. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15236984 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported stretched coil was confirmed. Based on the lack of information no conclusion can be made regarding the cause or the timing of the event as related to device handling and prep prior to insertion into the patient. With review of the analysis and the device history records, there is no indication of any device manufacturing issues related to the event. Additionally, inspections are in place to prevent coil damages on trufill dcs orbit from leaving the facility. The cause of the damages remains inconclusively and undetermined; therefore no corrective action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15236984 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results. Additional information will be submitted within 30 days of receipt.

Event description:
Prior to use, the orbit rdfl complex mini coil (638mf0410/ 15236984) was stretched. The coil did not make into the patient. The hospital accumulated the product without reporting. The product did not make into the patient.